Event description:
The customer reported that on (B)(4) 2012, an erroneously low 'reflex' myoglobin result, below the normal reference range of the assay was generated from an unicel dxc 600i synchron access clinical system for one patient sample. The initial myoglobin result was elevated above the normal reference range of the assay. An automatic "reflex" result was generated which yielded the suspect, low result. The sample was repeat tested in duplicate on the same instrument which yielded elevated repeat results which correlated to the initial myoglobin result. The patient's cardiac troponin (accutni) results and total creatine kinase results were also elevated, considered valid, and matched the elevated myoglobin results. The erroneous myoglobin "reflex" result was not reported outside of the laboratory and hence there were no deaths, serious injuries or modification to patient treatment associated or attributed to this event. One of the repeat results was regarded as valid and reported out of the laboratory. Quality control was performing within the customer's established limits both before and after the event. No error messages were posted in the instrument event log. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that a system check performed on the day of the event generated acceptable results. The sample was collected in a lithium heparin non-gel tube, was centrifuged prior to test, and was not respun prior to repeat testing. The sample was normal in appearance and was not a short draw.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) observed that the pipettor was bent and there was a build up of liquid on the wash tower. The fse aligned the reaction vessel (rv) shuttle and removed multiple rvs from inside the instrument that were causing motion errors within the analytical module. The fse also performed multiple preventive maintenance activities. The fse performed a system check and high sensitivity system check which both generated acceptable results. Upon the completion of the necessary and verified repairs the instrument was returned back into operation. The cause of the event is unknown.